Event description:
Information received indicates the head end casters are not engaging into brake/steer.

Manufacturer narrative:
The technician found the connecting rod was broken at the brake/steer shaft assembly. The technician used a brake/steer linkage kit to repair the stretcher.